Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was not reported. It was reported that the patient was hospitalized for the event. The patient was treated with amikacin and cephem preparation for peritonitis. It was reported that the patient is recovering from peritonitis. Pd therapy is ongoing. No additional information is available.